Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient has been in pain since date of implant which "never healed". The patient reported feeling a bulge, puffiness in the surgery area.